Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2015 due to a tibial bone fracture. During the procedure, the bearing and tibial tray were removed and replaced.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.